Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the suspect front panel hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was not working and showed signs of delamination on the screen. There was no patient involvement associated with the reported event. The customer determined that there was no response from the front panel due to fluid damage. The reported issue was resolved by replacing the front panel.